Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted that a set screw mark on the proximal connector was in the correct location. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
At a later date, the electrode was returned for laboratory analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), defibrillation testing was performed. During testing, it appeared that the s-ICD was longer than expected to sense the arrhythmia and the physician elected to external defibrillate the patient. After the patient was external defibrillated, it was noted that the patient's heart rate was around 20 bpm. The s-ICD system was implanted; however, the physician will explant the system as a later date and implant a transvenous system as the patient requires pacing support. The patient received a temporary pacing system to provide therapy at this time until a revision can be performed. No additional adverse patient effects were reported.